Event description:
Received an electric report of an allegic reaction event to this hemodialysis patient. The user faciltiy was contacted for additional informtion on this incident to this patient. According to the intial verbal report form the rn, this was the first time this dialyzer was used for hemodialysis on this patient and the symptoms were dyspnea, back pain and chest pain. A decision was made by the md to transfer the patient to the hospital to rule out filter reaction. The additional information received on this event identified received on this event identified that the symptoms reported/observed occurred 2 hours into the dialysis therapy. The symptoms lasted for approximately 30 minutes the vital signs at the peak of the synmptoms were a bp of 155/83 and a pulse of 73. The patient was given a normal saline bolus and the treatment was discontinued and transferred to the ER. The patient was not admitted and discharged to home with no further medical intervention. The patient did complete 2 hours of hemodialysis. The patient continues hemodialysis with use of a different dialyzer. A companion sample is available for an evaluation.